Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that a patient was implanted with an impella 5.5 for support while working up for a heart transplant. It was reported that a small hematoma was noted around the surgical cut down site of the impella 5.5. The hematoma was resolved with sandbag pressure times two hours per the nursing staff. The patient survived.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined.